Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set fell off during use. Infusion set was in use for less than 12 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.